Manufacturer narrative:
The customer reported a service code warning for 'replace battery' on inserting a new battery, and the asi is flashing red. The previous battery was depleted and expired and the maintenance schedule is reported as 'only checked when chirping.' Referred the customer to the distributor to replace the AED and battery. Advised the customer to remove the AED from service and reviewed proper maintenance of the device. The IFU states: improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported their AED's asi is blank and prompting a "replace battery pack now warning. They reported this did not occur during patient use.